Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies were found. The returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: ref MFR report: 1627487-2011-09245. The pt received the scs system on (B)(6) 2011. It was reported the pt had been experiencing pain and redness at the ipg pocket site. The pt was treated with antibiotics multiple times. At the most recent event, the physician decided to explant the scs system. Culture indicated the infection was (B)(6) related. The pt had been treated with a course of antibiotics. F/u on the pt indicated the pt is doing well and the infection has been resolved.